Event description:
A sales rep called baxter corporate product surveillance to report an extension set in which there was air observed in the tubing. According to the report, the facility uses jelco catheters (18 x 1 3/4 gauge) and connect to the standard interlink catheter extension set (2n3378). They then connect that extension set to the 1c8624 using a lever-lock and clip it into the interlink injection site. They use a 16 - 18 gauge needle at the distal end of the 1c8624 to spike into the bottle. The facility does not prime these sets even though it says to on the label copy. As the blood started filling the evacuated container, they noticed tiny air bubbles in the line. The contact did not know where the air was being introduced. The set up was swapped out numerous times until they were able to draw blood successfully. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.